Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String frais (frays) and breaks [device breakage] case narrative: consumer reported via email that the tampon string frays and breaks. No injury was reported.